Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0) during follow-up call for replacement products sent on internal report reference number (B)(4). Customer stated that he had gone to the emergency room on (B)(6) 2023 due to the replacement product displaying e-0. Customer's blood glucose test result had been 55 mg/dl (fasting/non-fasting was not disclosed). The diagnosis was low blood glucose. Customer had been treated with insulin and had stayed in the hospital overnight. Customer did express risk factor of product use. Customer declined to troubleshoot and to provide further information. Customer had disconnected the call. Product information, including meter serial number and test strip lot number, was unable to be confirmed with the customer.